Event description:
I was implanted with a medtronic interstim that caused me nothing but chronic pain and felt like I was being electrocuted non stop. I believe I have permanent nerve damage now from my right hip all the way down to my right foot. After having to deal with this for almost four years, I finally had it removed last year. I believe this product should have never been cleared to be put into someone's body considering all the damage it has done to me. My surgeon said she had to dissect it out of me because all the leads broke off inside me. This was an additional surgery I should not have had to go through and to be left in with pain everyday of my life.